Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer had issues with insulin coming out of the battery cap. The patient had a blood glucose level that reached to 420 mg/dl. The customer treated their blood glucose with 2 units of insulin. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The unit did prime properly. No moisture damage found on the electronic, motor, battery tube, vibrator and keypad assemblies noted. Also, the unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case, cracked reservoir tube window and missing end cap sticker.